Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported customer was hospitalized for high blood glucose levels and abdominal pain. Troubleshooting revealed no delivery alarms in the alarm history, on the same day of hospitalization. Nothing further reported.